Event description:
It was reported that the pump began burning or melting while the pump was charging. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.